Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00451. A facility reported that mayfield modified skull clamp (a1059) would not hold pressure. It is unknown if there was patient involvement however; no patient injury was reported or surgical delay has been reported.

Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with the lock having rotational and lateral movement and a residue buildup was present. The unit had new components added to replace worn internal parts. The index knob would not lock and unit required replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.